Event description:
On (B)(6) 2009, the pt reported that a few weeks ago, she had 2 low blood glucose readings of 72 mg/dl and 83 mg/dl with his target range being 120-150 mg/dl. Symptoms are feeling light-headed and he corrected his readings by drinking orange juice and eating a sweet. He said he does not think his insulin infusion device piston rod is properly working. When he retracts the piston rod, the screen displays "returning piston rod" but the piston rod does not fully retract. He said he taps on his device and the piston rod will reset to 315 units. He stated he switched to his backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.